Event description:
A 27 yr old white female gravida 1 status post bilateral submuscular salines 221 cc 8/19/92, changed to 850 cc salines 8/9/93 then filled to 1050 cc had methicillin resistant staph aureus (mrsa) post operatively. Treated conservatively with drainage and antibiotics. Developed contracture and had left open capsulotomy and infection recurred 1 mo after that necessitating removal of implant 11/3/94.